Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss 3 alarm is confirmed based on the pictures of the recorder strip provided in the complaint; however, the returned augmentation chamber passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that staff received 3 possible helium loss 3, subcode 2 alarms while the intra-aortic balloon pump (iabp) was in use. There was no blood noted in the driveline and no visible kinking. The staff continued to have alarms and turned into "serial alarms" at which time dr. Cameron checked the cxr and pulled the iab back as it was a bit high. The alarms decreased to about 4 in an hour on average. Then the patient was taken to the or. The patient was brought back to the unit (ECMO gone) on the iabp. The iabp continued to alarm and then the staff had high baseline alarms. The iabp would restart every time at staff initiation. As a result, the iabp was swapped out and staff had not had any further alarms. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that staff received 3 possible helium loss 3, subcode 2 alarms while the intra-aortic balloon pump (iabp) was in use. There was no blood noted in the driveline and no visible kinking. The staff continued to have alarms and turned into "serial alarms" at which time dr. (B)(6) checked the cxr and pulled the iab back as it was a bit high. The alarms decreased to about 4 in an hour on average. Then the patient was taken to the or. The patient was brought back to the unit (ECMO gone) on the iabp. The iabp continued to alarm and then the staff had high baseline alarms. The iabp would restart every time at staff initiation. As a result, the iabp was swapped out and staff had not had any further alarms. There was no report of patient complications, serious injury or death.